Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. As a result, surgical intervention is pending.

Manufacturer narrative:
This ipg serial number is included in field advisories: 1627487-12192011-003-r & 1627487-07262012-002-r .

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. This explant and replacement of the patient's ipg was also reported under MFR. Report number: 1627487-2017-01570.